Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaints that alleges false negative when using kit bd veritor for rapid detection of sars-cov-2 (mn# 256082), batch number 0236112. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. A bhr review was performed on the batch number provided and the reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Product was returned however was not tested as it is expired. There are no current trends against false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua #: (B)(4).